Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: pseudoaneurysm of the mitral-aortic intervalvular fibrosa: a complication following aortic valvuloplasty source: interdisciplinary cardiovascular and thoracic surgery. 2026, 41(3), ivag065. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publishment was reviewed by gore: title: pseudoaneurysm of the mitral-aortic intervalvular fibrosa: a complication following aortic valvuloplasty source: interdisciplinary cardiovascular and thoracic surgery. 2026, 41(3), ivag065. The objective of this retrospective case report was to describe a rare complication following aortic valvuloplasty with external suture annuloplasty using gore-tex® suture. The report details the development of a pseudoaneurysm of the mitral-aortic intervalvular fibrosa (maif) identified 8 months after the initial procedure. This case involved a 54-year-old male who previously underwent aortic valvuloplasty with eptfe suture annuloplasty for severe aortic regurgitation. Follow-up imaging demonstrated a pseudoaneurysm in the left ventricular outflow tract (lvot). Intraoperative findings revealed that the gore-tex® suture had penetrated the maif, with the suture knots located within the lvot and an enlarged needle hole forming the orifice of the pseudoaneurysm. An adverse event of pseudoaneurysm formation was identified and attributed to mechanical penetration of the gore-tex® suture through the surrounding fibrous tissue, likely related to deep suture placement and repetitive motion of the suture knot. Reintervention included removal of the gore-tex® suture, patch closure of the defect using bovine pericardium, and aortic valve replacement. The patient had an uneventful postoperative course.